Event description:
Customer reports images are black. After rebooting system, could not get system to repeat problem.

Manufacturer narrative:
The svc rep verified no image, technique was at max. Rotated c-arm through its entire range, no change. Rebooted system, then could not get system to repeat problem.